Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms during bolus. Customer changed battery and noticed that battery compartment was cracked. Customer's blood glucose was 400 mg/dl which was treated with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had broken battery tube threads, broken battery cap, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.